Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8840, serial# (B)(4), product type: programmer, physician. Product ID: 8870aau01, serial# (B)(4) product type: software. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported pump memory error occurred while trying to update the pump. It was noted they did a pump replacement and when trying to update the pump after the case they had difficult telemetry and eventually saw a pump memory error message. The manufacturer representative (rep) ended up reading the pump with a different programmer and the logs confirmed there was no actual pump memory error, however some of the data never got updated to the new settings. The patient's name, catheter information, and daily dose had to be re-entered. The rep was wondering if the bolus had started. Logs were reviewed and there was no pump restart in the logs. It was confirmed that after re-reading the pump the reservoir volume had not changed. It was recommended to re-enter the missing settings and the bolus and try the update again. The healthcare professional was not available and the rep would have to wait before programming the update. It was discussed it was likely related to interference in the area and was probably not a programmer issue, however it was recommended they try reading a device with the original programmer just to verify that. The rep moved to a different area and they were able to get telemetry just fine. It was noted that they had not attempted the update again because they wanted to verify that the bolus has not started. They were unable to try an update while on the phone as the hcp was not available. Event date was noted as (B)(6) 2107. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-jul-20 reported they were the one that experienced the issue and reported it to manufacturer. The patient's weight at time of issue was unknown. The issue was resolved, the new pump was updated normally and the rep was able to interrogate the pump, after programming, with the original 8840 that had the issue with telemetry issue. The 8840 in question had no issues with telemetry once we moved to a new area. No further complications were reported/anticipated.